Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer removes the cartridge, the o-ring from the previous cartridge stays on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully load the cartridge to resume insulin therapy. There was no impact to the customer's blood glucose level.